Event description:
The pump was returned to the MFR for analysis. No additional info was reported. The type of medication, concentration, and daily dose being administered via the pump were not reported; device registration system indicates dilaudid. The pump was replaced with a similar device. A follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
Final device analysis revealed heavy green and white residue buildup on all gold gear surfaces and posts, especially gears 4 and 5. The gears seized together from the bridging residue and the motor stalled.